Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: "potential adverse events (united states) arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ ¿do not advance or withdraw the impella rp flex with smart assist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿

Event description:
The complainant reported a 75 year old male patient was electively implanted with an impella rp for mechanical circulatory support, but the medical staff was unable to advance beyond the large venous cannula in the inferior vena cava. The patient had just undergone cardiac surgery. Medical staff was intending on using a new rp after multiple unsuccessful attempts, however, while waiting for the second rp pump, the patient went into ventricular tachycardia and fibrillation arrest and passed away. It is unknown if the complications with the rp pump contributed to the patient's outcome.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-10751 was provided in sections b2, g3, and h1, and h6.

Manufacturer narrative:
The investigation into the delivery issues and the vf/vt/af/at (vtach/vfib arrest) has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely use issue since an attempted was made by the staff to pass by another cannula which was placed along the route. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.